Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the cable on the fenestrated bipolar forceps instrument to have separated. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was broken at the proximal clevis hub. The cable segment that contained the crimp remained attached. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.